Event description:
Follow up information identified the patient's ipg was replaced with a new one and the pocket site was relocated resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg has flipped inside the pocket causing communication issues. X-rays confirmed the issue. Surgical intervention may be pending to address the issue.